Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a stain inside of the light guide lens. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lg-lens which led to corrosion. The event is detectable by handling the device in accordance with the following section of instructions for use (IFU): - IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.